Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-01572. It was reported that lead revision was performed due to lead migration issue. Patient lost therapy as a result. The leads were explanted, and a new lead was implanted. Patient therapy was recovered. Patient was stable.